Event description:
The patient was not feeling the stimulation where she used to. She had been falling for no reason, a few times a week, and was in the ER the previous week. The patient thought she may have a herniated disc. She had follow-up appointments scheduled for evaluation. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4)